Event description:
The device, a excel 36khz straight handpiece became faulty and was not performing within the specification. The device was in contact with the patient however, the patient was not injured or was death alleged. The event led to increase the surgery time (unknown for how long). The handpieces are new and recently received with the new cusa consoles the customer ordered.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.